Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
Device distributor reported on behalf of the home care user had inserted multiple infusion sites that would not deliver insulin. The sites were reported to be defective. The patient stated she was hitting scar tissue that was causing the cannula to slightly bend. Skin irritation was noted. Blood glucose levels rose to 500 mg/dl, and the patient performed correction boluses of insulin. No damage was noticed when the patient opened the package. No injury occurred. Related to MFR # 2183502-2016-01381, 2183502-2016-01383.